Manufacturer narrative:
The additional perclose proglide device referenced is filed under separate medwatch report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide device were attempted in the right femoral vein via 14fr sheath using the preclose technique prior to a watchman procedure. Reportedly, a sutures break occurred with both proglide devices. A figure of eight was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation could not be tested/ confirmed as only the suture non-rail end was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.